Manufacturer narrative:
Codman has received the device. Upon completion of the investigation, a follow-up report will be filed.

Event description:
Affiliate reports customer/scrub nurse, shunt became infected after insertion. Shunt was removed due to sepsis.